Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e1205 cyanosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device. On 07/27/2024, the patient was at her living facility sleeping, when someone at the living facility noticed the patient was turning blue. 911 was called. The living facility woke the patient up, however, the cgm was not providing the patient with any readings (however, the patient could not recall the exact error message on the cgm device) and a bg meter test was not taken at this time. The patient was wearing an omnipod 5 insulin pump. The patient was also experiencing sweating and shaking, which lead her to assume she was hypoglycemic. The patient was given orange juice to drink while waiting for emergency medical services (ems) to arrive. Once ems arrived, the patient¿s bg meter reading was 361 mg/dl (this was after the patient had been treated with orange juice). Ems did not provide the patient with any medication or treatment. The patient was in good condition at the time of report. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.